Event description:
It was reported that the during an implant procedure, the inner clip of the stimloc would not hold the lead securely. The stimloc was attached and test stimulation was performed. The lead was implanted. The surgeon placed the inner clip in the base ring and closed the jaws, but found that the inner clip was not holding the lead securely. The inner clip was removed and the closing jaws were tested and found to be securely closed. The inner clip was re-implanted but again the lead was not secure. A replacement inner clip was used and held the lead securely. There were no patient injuries.

Manufacturer narrative:
Final device analysis of the stimloc burr hole cover revealed no anomalies. Device - stimloc burr hole cover.

Manufacturer narrative:
Concomitant products: product ID 924256, lot# 082220912a, implanted: (B)(6) 2013, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.